Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A surgeon reported that during a case, system message was displayed which necessitated that the handpiece be primed and tuned again. The hand piece was exchanged to complete the case. There was no impact to the patient.

Manufacturer narrative:
Handpiece has been received, but evaluation is pending. The investigation including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).